Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(4) 2019 a 2.5 x 23 mm xience sierra stent was implanted in the obtuse marginal artery. On (B)(4) 2019, the patient experienced chest pain and was hospitalized. St elevation myocardial infarction (stemi) was diagnosed. Coronary angiography was performed and in-stent thrombosis was noted. Type of treatment was not specified. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.